Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for this event. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.